Manufacturer narrative:
Bd has been provided with a sample for catalog 400273 lot 8115815 to investigate for this record. Visual examination of the sample was done and a crack in the catheter connector was observed. As a result, bd was able to verify the reported issue. Unfortunately, a definitive root cause could not be associated with manufacturing process in juncos because no indications from the kit record review could contribute to the customer's reported failure was found. The connector is a raw material received from bd nogales and used to pack the perisafe kits. The catheter connector dimensional and visual inspections performed in the incoming area were found in accordance with bd specifications. As this is the first complaint reported, a quality alert was generated to notify bd nogales mexico. Internal and customer incidents will continue to be monitored to determine if any future action will need to be taken.

Event description:
It was reported that an unspecified number of kit perisafe 18ga 3-1/2in weiss experienced a failure to contain blood/medication during use. The following information was provided by the initial reporter: the customer claims there is a crack in the connector of the catheter, they discovered it because there was a leakage.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of kit perisafe 18ga 3-1/2in weiss experienced a failure to contain blood/medication during use. The following information was provided by the initial reporter: the customer claims there is a crack in the connector of the catheter, they discovered it because there was a leakage.